Event description:
Customer reported via phone, the insulin pump had fallen in the water and it's not giving any insulin. The device also alarmed battery out limit. Customer stated there is water in the screen. Customer stated the device was working fine but then she noticed the fog and now she is unable to clear the alarm since the buttons were unresponsive. Customer's blood glucose was 252 mg/dl. Troubleshooting was performed. The device was dropped in the pool. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.